Event description:
It was reported that stent fracture and cardiac arrest occurred requiring resuscitation and additional intervention. The patient underwent percutaneous coronary intervention (pci) of the non-tortuous mid left anterior descending artery. A 2.75 x 48mm synergy xd drug-eluting stent was implanted. However, after removing the post-dilatation balloon catheter, a stent fracture was observed. A rotablator was subsequently used to gain access as the devices could not pass, and another stent was placed. During the procedure, the patient went into cardiac arrest. The patient was resuscitated, and the patient condition was stable.